Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 23-year-old female patient weighing 65kg underwent an avnrt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a heart block with prolonged hospitalization. It was reported that the patient went into complete heart block post-ablation (3 ablations had been performed). The rhythm was noted via intracardiac electrograms (egms) about 15 seconds after the last ablation lesion was placed. A temporary pacing wire is in place to support the patient's heartrate. The patient is currently stable, with an escape rhythm of 65 bpm. The patient will be observed overnight to see if normal native conduction returns. The adverse event was discovered during use of biosense webster inc. (Bwi) products. The patient was admitted and required extended hospitalization because of the adverse event for observation to see if regular conduction returns. No transseptal puncture was performed. No evidence of steam pop. The event occurred post ablation. The flow setting for the irrigated catheter used in the event was 8/15 per instruction for use (IFU). No error messages observed on biosense webster equipment during the procedure. The patient was hemodynamically stable at the time of report. The physician¿s opinion on the cause of this adverse event was that it was procedure related. This is a third time redo. The patient received a permanent pacemaker the day after the procedure. Other relevant history-3rd time redo atrioventricular nodal re-entrant tachycardia (avnrt) ablation.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 23-jan-2023. The device evaluation was completed on 13-feb-2023. It was reported that a 23-year-old female patient weighing 65kg underwent an avnrt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a heart block with prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30912615l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).